Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had issues with recharging however after further discussion it sounded like the device reached eos due to patient not recharging and letting device go into over discharge many times. Ts reviewed with caller that noncompliance isn't necessarily an implant issue. No further complications were reported/anticipated.